Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead possibly shocked in the past due to noise. The rv lead has been capped and replaced. No further patient complications have been reported as a result of this event.